Event description:
While pipetting hbc and hcv plates on summit low sample was delivered to wells a6 through h6 on six different plates. No error was generated by the summit. No death or serious injury was associated with this incident.